Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought their implantable pulse generator (ipg) was shocking them. It takes their breath away and is so painful they almost fall out of the chair. They states that when it is pacing the right atrial (ra) lead is hot and burning. It was noted that the right ventricular (rv) lead exhibited increasing thresholds. The ipg , ra and rv lead remains in use. No further patient complications have been reported as a result of this event.